Manufacturer narrative:
The device history record was reviewed and indicated that the component met specification. There was no indication that the manufacturing of the components contributed to this complaint. The surgeon stated that he believed that the implant was undersized an a larger one should have been placed. It is unknown if the patient had any medical history or if any event leading up to the revision surgery contributed to the failure.

Event description:
The patient underwent a revision surgery on (B)(6) 2020 due to loosening of a femoral segmental stem component that resulted in the rotation of a distal femoral component. The segmental stem was replaced along with the distal femur component, the distal femur axial pin, the tibial hinge component, and the poly spacer. The stem extension was thought to be undersized according to the surgeon.